Event description:
Ous MDR - it was reported that 3 years after implant, a progressive increase of pacing impedance on this atrial lead was noted. Loss of capture was observed. No adverse patient side effects have been reported but there is no optimal atrial sensing ensured. This lead was not explanted. Documentation of the lead is being analyzed at this time.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead as well as the device data received for analysis. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned data were inspected. The analysis confirmed the increasing values of the pacing impedance up to 3000 ohms. However, based on the information available for analysis, no conclusions can be drawn regarding the root cause. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.